Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line was discolored after being in use. Reportedly, after troubleshooting with tandem's technical support, the contact is confident that the discoloration is dye transfer from clothing. There was no impact to the user's blood glucose level as the pump was being used with saline.